Event description:
Hill-rom received a report from the account stating the siderail was not latching. The bed was located at the account in 7133. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found e-rings missing on the siderail causing it not to latch. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the e-rings to resolve the issue. Based on this info, no further action is required.